Event description:
It was reported that during an arthroscopy the ambient super multivac presented an e8 error occurred after 5 min of being use. The procedure was successfully completed with a s&n back-up device. There was a delay between 0-30 min. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual evaluation shows minimal electrode erosion the suction line is cut. During functional evaluation the fuse resistance was measured and registered 1,492 ohms prior to activation and this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller and registered an e7-error. The error e-7 was by-passed using a fixture box. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was clogged but performed as intended after back flush using a syringe the complaint was not confirmed. Factors that could have contributed to the reported event include: 1. An e8 will occur when a wand with a blown use-limiting fuse, as a result of reprocessing or a wand error, is connected before the generator is powered on. 2. Incorrect power cycling of the controller, thus resulting in a blown use-limiting fuse. 3. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.